Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using a teflon infusion set with the ilet, with the ilet alerting for high glucose and the user correcting using the device¿s algorithm; there was no bent cannula observed, the infusion site was not changed at the time of the event, and the user believes issues affected a portion of one lot of infusion sets. Symptoms included hyperglycemia without reported physical complaints. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education regarding infusion site replacement and continued use of the preferred inset 23" 6 mm set. Investigation of this case revealed that the cause of hyperglycemia remained unclear and that device alarms functioned as intended. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.